Manufacturer narrative:
Customer called in to bd service requesting contamination support for their bd max instrument (catalog number 441916 and serial number (B)(6) ). The customer stated that they have had this same contamination issue multiple times and it is still an ongoing issue no matter how many times they clean the instrument. The positive for n1 and sometimes n2 targets are coming only from the central part of the robot arm which they are unable to clean without assistance as they do not want to disassemble the arm. All other spots on their environmental monitoring comes back negative. A bd field service engineer went onsite and helped the customer successfully decontaminate the instrument, resolving the issue. This complaint is unconfirmed as it alludes to contamination and no problem was found with the instrument. Root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6) , which showed multiple prior complaints opened for contamination. The solution was to clean and decontaminate the instrument, which the customer was unable to complete by themselves due to requiring disassembly of the robot arm. Bd support was able to assist with full decontamination which resolved the issue. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument contamination has occurred two times and is giving incorrect results. The following information was provided by the initial reporter: customer has reported contamination at least twice in the past. Customer stated she has spent too much time and too many reagents cleaning, but is still getting positive n1 and sometimes n2 targets only from one spot. The black part of the robot arm gives a positive result while the rest of the environmental monitoring give negative results.

Event description:
It was reported that bd max¿ system, bd max¿ instrument contamination has occurred two times and is giving incorrect results. The following information was provided by the initial reporter: customer has reported contamination at least twice in the past. Customer stated she has spent too much time and too many reagents cleaning, but is still getting positive n1 and sometimes n2 targets only from one spot. The black part of the robot arm gives a positive result while the rest of the environmental monitoring give negative results.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. PMA/510k info: k111860 k130470.